Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the emergency room on (B)(6)1997 (customer not sure of exact date), due to low blood glucose. Customer was new to insulin pump therapy. Customer passed out and paramedics were called. Customer's blood glucose was 20 mg/dl. Customer also reported of having blood glucose between 40 mg/dl and 400 mg/dl.